Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Specific number of procedures did the needles pull off, for each procedure, event date, specific number of affected devices, lot number, how was case completed? Contact person name, facility name, facility mailing address, and telephone number where is shipper kit can be mailed to help in return of the product for analysis and to ship a replacement order. Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details.

Event description:
It was that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle popped off the suture. It was not reported how much suture was used in the case. There were no patient consequences reported. Additional information has been requested.